Event description:
It was reported that the right atrial lead exhibited a high capture threshold of 4.0 v, 1.0 ms. X-ray revealed lead dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.